Manufacturer narrative:
Age at time of event was requested but not provided. Phone # requested but not provided. Device/ catalog information requested but not provided. Approximate age of device unknown as lot information is currently unknown. (B)(4). Device manufacture date unknown as lot information it currently unknown. Unknown if labeled for single use as catalog/lot information is currently unknown. The event is currently under investigation.

Event description:
After the procedure, limb thrombosis post aaa repair was noted. Additional information was requested, but not provided at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After the procedure, limb thrombosis post aaa repair was noted. Additional information was provided, the physician will not supply further information surrounding the event . However, he has confirmed that the complaint device was a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-20-56-zt).

Manufacturer narrative:
The customer reported complaint of limb thrombosis did not confirm location (eg. Right, left). Investigation - evaluation : a review of the following was completed: complaint history, drawing, instructions for use, manufacturing instruction, quality control and imaging. The image review indicates that the left iliac leg was at a higher risk of thrombosis. It was noted that the left seal zone ranged between 12-15 millimeters (mm). The left zsle distal iliac leg diameter used for the procedure was 20 mm. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, warnings, and precautions. Specific items addressed include patient selection and device diameter sizing guidelines: patient selection, treatment and follow-up: vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliac) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). Device diameter sizing guidelines: the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Under sizing or oversizing may result in incomplete sealing or compromised flow. According to the IFU, for an iliac leg diameter of 20 mm the intended iliac vessel diameter is 16-18 mm; therefore, the left zsle was oversized by (B)(6)% relative to the available seal zone. This may have resulted in compromised flow and contributed to thrombus formation in the left iliac leg. Although both the iliac legs used were oversized, the left leg was (B)(6)% oversized and was at a greatest risk. Based on the information provided and results of the investigation the most likely root cause of the reported event may be related to the patient's anatomy and the user's failure to follow labeled instructions. Per the quality engineering risk assessment no further action is required we will continue to monitor for similar complaints.